Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump was reading occluded-patient side while infusing 0.5% ns with 10meq k+. When troubleshooting the line, the rn opened the pump chamber and noticed a large bubble in the pumping segment of the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a bubble in the pumping segment of the tubing was confirmed. During inspection it was observed that the silicone segment tubing had a bulge and discoloration, and was weakened just below the upper fitment. Functional testing via gravity flow and pump infusion resulted in the fluid flowing freely with no ballooning or other issues observed. Ballooning was replicated when giving an IV push without clamping the tubing above the injection port. The root cause of the ballooning was identified as an IV push or flush being executed below the pump without first clamping the tubing above the injection port.

Event description:
The fluid infusing was 1/2 ns with 20meq potassium.